Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. It was also stated that the patient's therapy was no longer adequate. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware of the event.